Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: the patient had an intrathecal pump implanted. (B)(6) 2010: the patient presented with l4-5 spondylolisthesis and possible auto fusion at l5-s1. The patient underwent the following procedures: l4-5 posterior lumbar interbody fusion; l4-5 decompression with a complete l4 laminectomy and bilateral partial facetectomies; l4-5 posterior pedicle screw instrumentation with (B)(4) vas system; placement of interbody tlif spacer l4-5 peek; posterolateral facet fusion l5-s1; morsellized autograft harvested through the same incision; interpretation of intraoperative fluoroscopy. Per the op notes, an attempt was made to reduce the spondylolisthesis at l4-5, however, the screws at l4 on the right side would not hold and had to be replaced. (B)(6) 2011: the patient presented with low back and left leg pain. (B)(6) 2011: the patient underwent 3 left sided lumbar trigger points and 2 right sided lumbar trigger points acupuncture treatment. (B)(6) 2011: the patient presented with low back pain with left leg pain, mild swelling of the lower extremities, and decreased sensation of the lower extremities from the knee on down. The feet have complete loss of sensation. (B)(6) 2011: the patient presented with olfactory hallucinations. (B)(6) 2011: the patient underwent MRI of the brain. Impression: tortuosity of the supraclinoid right internal carotid artery impinges on the right optic chiasm resulting in mild superior displacement of the right optic chiasm and mild midline shift to the left of the chiasm; mild microvascular ischemic changes without acute infarct, intercranial hemorrhage or mass. (B)(6) 2011: the patient underwent eeg. Impression: normal awake and drowsy eeg. (B)(6) 2012: the patient presented with complaints of numbness in both extremities, the left is worse than the right, the numbness is worse in both feet. The patient¿s pain pump was refilled and reprogrammed. (B)(6) 2012: the patient presented with increasing low back and hip pain. The patient¿s pump was programmed to deliver morphine 5.504 mg/day. (B)(6) 2012: the patient underwent CT of the lumbar spine due to low back pain with history of fusion and leg cramping, bilateral lower extremity pain and numbness. Impression: anterior and posterior spinal fusion l4-5; there is incomplete bony incorporation of the anterior interbody graft; there does appear to be solid facet fusion at l4-5 bilaterally; no evidence for hardware loosening or fracture; the placement of the fixation screws is unchanged; multi-level degenerative spondylosis results in mild canal narrowing l2-3; mild bilateral foraminal narrowing l3-4 and l4-5; bilateral laminectomy l4-5. (B)(6) 2012: the patient underwent x-rays of the chest. Impression: cardiomegaly and pulmonary edema. Mild hyperinflation; possible superimposed right lower lobe infiltrate. Recommend follow up when symptoms have improved to evaluate for possible resolution. (B)(6) 2012: the patient underwent a fluoroscopic exam of the esophagus due to dysphagia. Impression: essentially unremarkable esophagram. (B)(6) 2012: the patient underwent x-rays of the chest. Impression: no evidence of developing pneumonia. Interstitial opacities predominantly in the lower lobes, most likely represent chronic parenchymal changes which can be confirmed with CT; mild hyperinflation suggests stable obstructive lung disease. (B)(6) 2012: the patient underwent myelogram of the lumbar spine due to low back and bilateral leg pain. Impression: surgical changes of the lumbar spine with pedicle screws bilaterally at the l4 and l5 levels, although location of the pedicle screws should be compared to the CT imaging of this same date, particularly on the right at the l4 level. There is evidence of laminectomy at l4-5; grade 1-2 anterolisthesis at l4-5 which may increase slightly on flexion versus extension views. There seems to be mild narrowing of the central canal at l3-4. The l3 nerve sleeve opacification maybe slightly blunted bilaterally. CT performed on the same date found: post-surgical changes are present involving l4-5 where there is metal artifact resulting in some limitation. L4 pedicle screws are in an atypical position, particularly the malpositioned right l4 pedicle screw with its tip appearing to be rotated in the medial aspect of the right psoas muscle. Grade 1-2 anterolisthesis again seen at l4-5 with interbody material present at this level, possibly with a small focus of osseous interbody fusion posteriorly to the left of midline. The central canal at l4-5 appears adequate although the thecal sac is mildly effaced. The neural foramina are narrowed at this level. Intradural catheter is present, as seen on the prior CT. There may be some epidural lipomatosis at and below the l5-s1 disc level. The neural foramina at l5-s1 are narrowed; mild narrowing of the central canal at l2-3 and l3-4 levels and probably mild grade I retrolisthesis at l2-3, these neural foramina are narrowed. (B)(6) 2012: the patient presented with results of a previously performed CT myelogram. There does appear to be mild posterior disk bulge at l2-3 without significant compromise of the thecal sac or nerve roots. At l3-4 there appears to be more moderate stenosis, particularly in the lateral recesses of the level just above the patient¿s prior surgical procedure. At the l4 level there is evidence of placement of pedicle screws with the right-sided pedicle screw passing through the transverse process into the soft tissues. On the left side, the screw appears to breach the lateral aspect of the pedicle and enters into the soft tissues. The spondylolisthesis at l4-5 is noted and there is evidence for interbody graft. It appears that there is a solid fusion posteriorly. The disk space is collapsed. The foramen remain significantly altered and deformed with at least moderate stenosis of the neural foramen. Impression: the patient¿s lower extremity pain symptomatology may be due to residual stenosis at the level just above the decompression and/or due to residual stenosis at the level just above the decompression and/or due to residual foraminal stenosis noted at the surgical index level that being l4-5. Complicating this presentation is the misplacement of the screws in l4 with both pedicle screws at l4 extending into the soft tissues. (B)(6) 2012: the patient presented with low back pain and leg pain. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Impression: no change in appearance of l4-5 spinal fusion and anterolisthesis of l4 and l5. Hardware appears intact no motion is seen at l4-5. (B)(6) 2012: the patient¿s pump was refilled. (B)(6) 2012: the patient underwent x-rays of the chest. Impression: chronic cardiopulmonary disease. (B)(6) 2012: the patient presented with a preoperative diagnosis of multiply operated spine with retained morphine pump. The patient underwent removal of the morphine pump. No patient complications were reported. (B)(6) 2012: the patient presented with a preoperative diagnosis of prior operated spine with unstable l5-s1 spondylolisthesis, stenosis, and malpositioned instrumentation. The patient underwent the following procedures: removal of instrumentation, exploration of fusion mass, redo l4-5 decompression, l5 laminectomy, repair of dural tear secondary to scar at l5-s1, redo l3-4 decompression, l3 laminectomy, l3-4, l5-s1 tlif with l3-s1 spinevision instrumentation and fusion, with removal of epidural catheter and oversewing of csf leak; this procedure was made extremely more difficult by the patient¿s previous surgery, the extensive scar tissue and the patient¿s morbid obesity with a (B)(6) that caused the entire procedure to take twice as long as the usual amount of time. Per the op notes, the endplates were rasped. Then a piece of rhbmp-2/acs was placed anteriorly. Bone was packed over the top of this and then the cage was impacted into the l5-s1 level. Then the l3-4 disc space was prepared, the endplates were rasped. Then a small piece of rhbmp-2/acs was packed into the anterior aspect of the disk space and bone graft was packed via a funnel on top of this. Then an 8mm lordotic cage was tapped into place, confirmation position with pa and lateral fluoroscopy. Next, the lateral structures from l3 to the sacrum were decorticated bilaterally, rhbmp-2/acs wrapped that was used to wrap bone. This was laid all the way across there with a layer of bone on top of this. (B)(6) 2012: the patient presented with back and leg pain. (B)(6) 2013: the patient presented stating he does not have any true radicular leg pain. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: no significant interval change, persistent spondylolisthesis and narrowing of the intervertebral disc spaces; small fragment of a catheter seen in the soft tissues of the posterior back. (B)(6) 2013: the patient presented with increasing back pain radiating into his right leg. (B)(6) 2013: the patient presented with continued low back and leg pain. The patient states the radicular pain is becoming unbearable. (B)(6) 2013: the patient had a trial spinal cord stimulator placed. The patient stated for 2 days he had 70% of this back and leg pain reduced and relieved 100% of his bilateral ankle and foot neuropathic pain was relieved. (B)(6) 2013: the patient underwent a nuclear medicine myocardial perfusion (spect) due to abnormal ECG. Impression: normal study; le xiscan nuclear stress test with nondiagnostic ECG response; the perfusion scan is suggestive of soft tissue attenuation in the basal inferior wall; the lv is of normal size and function. (B)(6) 2013: the patient had a permanent spinal cord stimulator implanted. The patient states this helps with a great deal of the majority of his radiating leg pain.